Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration during the scs system trial period. The trial ended as scheduled. The patient will undergo surgical intervention for retrial at a later date. Explant date is unknown.